Event description:
Floseal matrix hemostatic sealant was used by a surgeon during an unspecified cardiac surgical procedure to achieve hemostasis. Post-operatively, the patient was transferred to critical care unit (ccu). Some time later (time unknown), the patient was returned to the operating room to address post-operative bleeding. The surgeon reported that bleeding was from the same specific hole where floseal had been applied earlier.